Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that patient was tracking. Patient mentioned that when the manufacturer representative (rep) called few days ago to do therapy adjustment my therapy app was off and at o.1, the rep help the patient turned back on. And today patient mentioned the my therapy app wont connect. Rep called patient for troubleshooting where they restarted the programmer and didn't work and also the rep asked them to push the cables and restarted the programmer and didn't work. Patient mention that the green light on the back still on and also the rep will be calling the patient for further assistant. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.